Event description:
The patient underwent a pelvic floor repair in 2006. Postoperatively, the patient experienced a 2cm x 2cm anterior vaginal erosion with the mesh, which was noted when the patient returned to the doctor for a follow up visit six weeks later. The patient was treated with premarin cream.

Manufacturer narrative:
H6: conclusion: exposure of mesh can occur for a variety of roasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy. Others require resection in the office or the operating room. (510(k)#k013718)